Event description:
During a normal battery depletion device replacement procedure, it was visually observed that there was insulation damage on the right ventricular (rv) lead. Medical adhesive and a suture sleeve were used to resolve the event. The rv lead remained implanted and active. The patient is stable with no consequences.